Manufacturer narrative:
Date of event - estimated. The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. (B)(4). The device was not returned to abbott vascular for analysis. Return of the guide wire may have further aided the analysis. A review of the electronic lot history record (elhr), corrective action tracking system for the web (catsweb) database review and similar incident query for this product was not performed since the part and lot number was not reported and the product was not returned for analysis. It should be noted that electronic instructions for use (IFU), gw, hi-torque guide wires for ptca, pta, and stents, with ce, states: carefully observe the instructions under ¿do not¿ and ¿do¿ below. Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage. If resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. Do advance or withdraw the guide wire slowly. Do examine the tip movement under fluoroscopy before manipulating, moving, or torqueing the guide wire. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported break and stretched coils appears to be related to user error. Based on the reported information that the guide wire was intentionally jailed behind the stent and it was noted that the wire stripped, and the coils elongated, it is likely that manipulation against resistance resulted in polymer damage and/or the appearance of break or separation causing the coils to stretch. There is no indication of a product quality issue with respect to manufacture, design or labeling. Na.

Event description:
It was reported that the procedure was to treat a lesion located in an unspecified vessel. The balance middleweight universal ii guide wire was intentionally jailed behind a stent and when it was retrieved, it was noticed that the coils were stripped and elongated. The wire was removed in one piece with no adverse patient effect and no clinically significant delay in the procedure. No additional was provided.